Event description:
It was reported that during insertion of an intraocular lens into the eye, the lens was stuck in the injector and was half open in the eye. The incision was enlarged to remove this IOL (Lens 1 of 2). A back up lens was used; however, the trailing haptic of the 2nd lens was stuck and in the process of removal the zonules were damaged. The lens was then centered and remains implanted (Lens 2 of 2).This report is for lens 1 of 2. Related report numbers: 0001313525-2026-00107, 0001313525-2026-00105 and 0001313525-2026-00106.

Manufacturer narrative:
The product was requested but not received. The investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.